Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and three electric shocks within three episodes. Technical services (ts) reviewed the data and the rhythm appeared to be supraventricular tachycardia (svt). Device was reprogrammed by the implanting physician. Patient also had changes to the medication. Device currently remains in service. No additional adverse patient effects were reported.